Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The reporter has declined to provide allergan further information regarding event, product, and patient details. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported xen45 gts distal end was sheared, leaving 1.5-2 mm still in the sub-conjunctiva 10 months post-op. Intraocular pressure was normal and small bleb was noticed. No action was taken and no action is planned to be taken. The device remains implanted in the right eye.